Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a flo-gard infusion pump with an occlusion alarm was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. (B)(4). Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported a flo-gard infusion pump which experienced an occlusion alarm during set up in the pediatrics unit. This alarm may have been a false occlusion alarm. It is unknown when or at what point in the process this alarm occurred. There was no patient involvement. No additional information is available at this time.